Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through a review of the device event history log. Eval found a seized motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.